Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR reprt #3008829311-2018-00047. It was reported that the during the lead migration surgery on (B)(6) 2017 (reference MFR report #3008829311-2018-00081,3008829311-2018-00082) when replacing the lead, physician accidently pulled the left lead. As a result, 2 additional leads were implanted for better coverage.